Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event distal end lens adhesive was chipped was traced to component failure. However, a definitive root cause for the reportable event connector rod lens had foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the duodenovideoscope¿s connector rod lens had foreign material, and the distal end lens adhesive was chipped. There was no patient involvement.